Manufacturer narrative:
This event occurred outside the us and patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s.. This device was included in that field action, and returned product testing found the device did perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. (B)(4)

Event description:
It was reported that the implantable pulse generator (ipg) was explanted and replaced due to premature battery depletion. No patient complications have been reported as a result of this event.